Event description:
It was reported that a home patient (hp) saw air bubbles in their patient line. This occurred during troubleshooting for an unrelated alarm, on the homechoice (hc) device, during fill 1 of 5. The technical service representative (tsr) assisted the hp to end the therapy and advised to start over with all new supplies. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.